Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The event followed a period of sustained hyperglycemia despite troubleshooting and corrective actions, including supply change and supplemental insulin, and progressed to dka requiring inpatient care. The user reported uncertainty regarding potential infusion set issues, but no defect could be confirmed. Based on available information, the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 10-apr-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 657 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with IV insulin, IV fluids, and multiple daily injections, and discharged on (B)(6) 2026. No long-term health effects were reported.